Event description:
Subsequent to both the initial and previous supplemental mdrs filed, it was determined that this event is a duplicate of viper incident (B)(4). Relevant information from incident (B)(4) indicates that the re-stenosis had occurred with a 2.5x8 promus otw drug-eluting stent delivery system, the patient had experienced nausea, and correct index procedure date is (B)(6) 2010 and not (B)(6) 2010; subsequently, the corresponding index procedure discharge date of (B)(6) 2010, does not apply. No additional information was provided.

Event description:
It was reported that on (B)(6) 2010, an unspecified otw promus drug-eluting stent was implanted in a large caliber mid left anterior descending artery; residual stenosis was 0% with timi 3 flow. Patient was discharged (B)(6) 2010 with continuation of a daily dose of (B)(4) study medication, (B)(4). On (B)(6) 2011, the patient presented with angina, and negative cardiac enzymes and ecgs were reported; there was no periprocedural myocardial infarctions. Catheterization and angiogram revealed previous layers of unspecified previously implanted stents in the left anterior descending artery; 70% in-stent restenosis of an unspecified stent in the ramus coronary vessel; and 80% late in-stent restenosis of the unspecified promus in the mid to distal left anterior descending artery. The patient was subsequently treated with an unspecified angioplasty dilatation catheter on (B)(6) 2011, which reportedly resolved patient angina, with 30% stenosis post procedure after 1-minute inflations. The patient was discharged from the hospital (B)(6) 2011. It was also reported that "in the investigator's opinion, the event of unstable angina was considered severe in intensity, not related to the study drug, not related to the study device, and not related to the study procedure". There was no reported patient sequelae. Additional information has been requested.

Event description:
Subsequent to the initial filed medwatch report, the following information was received: after stent implantation (B)(6) 2010, a nuclear stress test performed in (B)(6) 2011 revealed a fixed apical myocardial infarction with apical akinesia and ejection fraction of about 45%. The patient was treated with morphine sulfate. Then, as initially reported, successful angioplasty was performed using a non-abbott balloon dilatation catheter on (B)(6), 2011, after patient presented with angina and shortness of breath. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).the reported patient effect of nausea, as listed in the promus instructions for use, is a known adverse event associated with coronary stenting procedures.

Manufacturer narrative:
(B)(4). It was determined that the device lot number provided was not found to be valid in combination with the site reported product size and type. Though requested, clarification of correct part, lot, and serial number has not yet been obtained from the site; therefore the lot number was changed to unknown. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, restenosis, dyspnea and myocardial infarction, as listed in the promus instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.